Manufacturer narrative:
Narrative field: new, updated, and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement (s) dated (B)(6) 2021 in the describe event or problem field. No further follow-up is planned. Evaluation summary the patient's daughter stated the "application pen" (injection button) of the humapen luxura device was "broken and did not press". The pen did not deliver the insulin, and the patient experienced increased blood glucose. The pen was not returned for investigation (batch 0904b05, manufactured april 2009). Therefore, the pen could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the pen batch did not identify any atypical findings with respect to jammed pen complaints. All humapen luxura pens are assessed for injection screw travel at the end of the manufacturing process, thus ensuring pen functionality with high probability. The patient reportedly used the pen for approximately ten years. The core instructions for use state the humapen luxura is designed to be used for up to six years after first use. Also, the patient reportedly stored the pen with a needle attached. The core instructions for use state to not store the pen with a needle attached. There is evidence of improper use. The patient used the pen beyond its approved use life and stored the pen with the needle attached. It is unknown if these misuses are relevant to the event of increased blood glucose.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(6) female patient of an unknown origin. Medical history was not reported. Concomitant medication included unspecified drug used for high blood pressure. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix 25 100u/ml) via a reusable pen (humapen luxura burgundy), at a variable dose, two times a day (bid), via unknown route, for the treatment of diabetes mellitus, beginning approximately in 2011. Since an unspecified date, after starting insulin lispro protamine suspension 75%/ insulin lispro 25% therapy, her blood sugar level was high (values, units and reference range not provided). Approximately on (B)(6) 2021, she was hospitalized due to high blood sugar levels, was given an unspecified serum as a corrective treatment and her blood sugar was decreased. It was reported that the pens were stored with needle attached. On (B)(6) 2021, she experienced problem with application pen, it was broken and did not press ((B)(4), lot number 0904b05). It was realized that the application pen did not give insulin as the blood sugar did not decrease and went up to 600 (units and reference range not provided). The device could not measure her blood glucose as it was very high and an x sign appeared on measuring device screen. She continued to receive insulin with ready to use application pen (kwikpen). Further hospitalization details, corrective treatment and discharge date were not provided. Outcome of the event blood glucose increased (both episodes) was recovered and outcome of missed dose was unknown. Status of insulin lispro protamine suspension 75%/ insulin lispro 25% therapy was ongoing. The operator of the humapen luxura burgundy and his/her training status was not provided. General model duration and suspect model duration of use for humapen luxura burgundy was approximately ten years. The status suspect humapen luxura burgundy was not reported. The suspect humapen luxura burgundy (lot 0904b05) associated with product complaint (B)(4) was not returned to the manufacturer. The initial reporting consumer did not provide an assessment of relatedness of the events with insulin lispro protamine suspension 75%/ insulin lispro 25% drug or with suspect humapen luxura burgundy device. Edit 01nov2021: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Update 04nov2021: additional information received on 01nov2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and (B)(6) (EU/(B)(6)) device information and added date of manufacturer for the suspect humapen luxura burgundy (lot number: 0904b05) associated with product complaint (B)(4) which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.